Event description:
It was reported that a pump alarms constantly for upstream occlusions. The customer stated that this was observed during preventive maintenance testing and there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. A low ultrasonic reading will allow the pump to become more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.